Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Myocardial infarction, stenosis, angina and emergent or non-emergent coronary artery bypass graft surgery are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU), as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013 two xience prime stents were implanted in the mid left anterior descending coronary artery to treat the target lesions. On the same day a 2.25 x 23 mm xience prime sv stent was implanted in the first diagonal left anterior descending coronary artery to treat the lesion. On (B)(6) 2014, the patient was admitted to the hospital for chest pain and it was confirmed with a coronary angiogram that the patient experienced a myocardial infarction and the 2.25 x 23 mm xience prime sv restenosed. On (B)(6) 2014, coronary artery bypass grafting (CABG) surgery was performed to treat the unstable angina pectoris and a non-abbott stent was implanted to treat the restenosis, and additional stents were implanted to treat the other lesions. The patient recovered. There was no additional information provided.